Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing high blood glucose in the 300 and 400 mg/dl range since (B)(6) 2015. Blood glucose the day before calling was 416 mg/dl; treated with the insulin pump and manual injection. The customer stated that she boluses and sometimes it does not work. Blood glucose at the time of the incident was 233 mg/dl; current reading was 200 mg/dl. She experienced sleepiness and headache. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Settings are accurate and the insulin pump passed the high pressure test. Customer was advised to change the entire set.